Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a "faulty" mobile view station (mvs) keyboard and x-ray hand switch was found during planned maintenance (pm.) There was no patient involvement. Additional information was received. It was reported that the keyboard track pad for the mouse was not moving the cursor properly. Additional information was received. It was reported that after keyboard replacement, the issue was resolved. Due to the type of issue, there¿s not really much troubleshooting that can be done other than replacement.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000314, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The x-ray handswitch and mvs keyboard were replaced. The imaging system then passed the system checkout and was found to be fully functional. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.